Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, customer used their supplies past labeling guidelines. A new cartridge was loaded to resolve the issue. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. H3 other text : device not returned.